Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: punctured cable, and a failed leak test. Based on the results of the investigation, and since the customer reported malfunction was not confirmed, a root cause could not be established. Based on the results of the investigation, it is likely the malfunctions identified during the device evaluation were due to component failure. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subjective device had" the image is showing a red image. The issue was found during a inspection for use (during set up in room / before patient in room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.